Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the physician indicated unexpected battery depletion. A review of device date indicated that the battery depletion was due to the worsening of the lv threshold or remote transmission battery longevity display discrepancy. The root cause could not be definitively be determined. No action was taken. The lv lead and crt-d remain in use.

Manufacturer narrative:
Correction: b5. Desc evt problem product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the physician indicated unexpected battery depletion. A review of device date indicated that the battery depletion was due to the worsening of the lv threshold or remote transmission battery longevity display discrepancy. The root cause could not be definitively be determined. No action was taken. The lv lead and crt-d remain in use. It was also observed that there was longevity discrepancy of the battery between the remote monitoring network website and the patients device.